Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a non specific product performance anomaly. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This investigation will be updated should pertinent information become available in the future.

Manufacturer narrative:
This report is being submitted to provide additional information on the description of the event and coding. This product was manufactured prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported. Additional information was received; this rv was surgically abandoned due to a fracture. No additional adverse patient effects were reported.